Manufacturer narrative:
A MFR's service rep performed an on site investigation. The cine drive was replaced. The system software was re-loaded. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system was not saving images. No pt injury was reported.